Event description:
The pt went to special procedures for placement of a nephrostomy tube. The pt returned with the tube leaking. The tubing was reconnected and the leak persisted requiring explantation.